Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation with a mentor siltex round moderate profile 275cc saline prosthesis. The final fill volume of the prosthesis was 300ccs. Post procedure, right sided deflation without trauma, and no accompanying symptoms was reported. As a result, the prosthesis was replaced with another implant, catalog #3244450, lot #6855973. The patient has since reported to have fully recovered with no residual effects.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 9/2/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation with a mentor siltex round moderate profile 275cc saline prosthesis. Post procedure, right sided deflation without trauma, and no accompanying symptoms was reported. Upon receipt to mentor, the device contained no fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. Visual evaluation of the device revealed a rent within an area of siltex cracking on the posterior view measuring approximately 0.5 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release, in addition, a thorough in-process testing during several stages of the manufacturing process is performed. The product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 5548312 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).